Event description:
It was reported the conveyance rate was outside the tolerance. There was unknown patient involvement.

Manufacturer narrative:
B3: unknown. Device evaluation: one device was received for evaluation. Visual inspection found the device to be in worn condition. There was no evidence in the event history log. Functional testing was unable to verify or duplicate the issue, device was found to be within specifications. No fault was found. The service history review identified no indication that the complaint was related to a service of the device within the review period.